Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012735479 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, the spiral array pebax tube was observed to be kinked. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degree (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issue (noisy electrogram) was not confirmed during testing. The catheter failed return inspection due to the spiral array pebax tube was kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, a noisy electrogram was detected from electrodes 5-6 to 8-9 when the connection cable was plugged into the catheter, while only electrodes 1-2 to 4-5 showed signals. The patient had a medical history of paroxysmal atrial fibrillation and was under general anesthesia. The psegm cable was replaced with a new one, but there were no changes. The connection cable (pscic101) was also replaced, but this did not resolve the issue. The physician decided to change the catheter to another one, and once the new catheter was plugged into a connection cable, the issue was resolved. The case was completed, and the patient experienced no symptoms, complications, injury, or extended hospitalization. No patient complications have been reported as a result of this event.